Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient encountered premature battery depletion. The patient's ins was implanted in (B)(6) 2023 with an expected 5-year lifespan; however, it has stopped functioning after only 3 years, prompting the family to request warranty-based replacement of all device components free of charge. The immediate issue was that no formal technical diagnostic had yet been performed, and the family was urgently seeking support to conduct a proper assessment and determine the root cause before deciding on replacement or further intervention. The patient was located in the republic of moldova and they were willing to travel to romania, where the nearest technical support resources appear to be available, in order to facilitate the diagnostic process as per the information received from the patient's family. The possible factors that may have caused or contributed to this issue were noted as normal therapy delivery. The issue was not resolved.